Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the customer experienced low blood glucose. Customer¿s low blood glucose value was 43 mg/dl. Customer stated that the blood glucose value 210 mg/dl at the time of incident. Customer¿s current blood glucose value was 312 mg/dl. Customer stated their prior blood glucose value was 156 mg/dl. Customer treated with juice and candy for low blood glucose. Customer stated that the next morning the blood glucose value was 82 mg/dl. Customer had a symptom like dry mouth. Customer was treated with insulin pump for high blood glucose. Customer was not calling back to perform a high pressure test. Customer does not allege insulin pump was under delivering. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. Frn-rsvr,unomed inf set.